Event description:
It was reported that an ilet pump became nonfunctional after being dropped during a supply change, resulting in a cracked screen and an inability to unlock or operate the device, which prevented completion of the infusion set change while the user was using a teflon 23-inch inset. Symptoms included no adverse clinical effects and a reported blood glucose of 127 mg/dl. Outcomes included transition to backup therapy and continued cgm use, with replacement logistics communicated and a return shipping label provided. Investigation included collection of device history, user interview, and assessment of reported physical damage. Investigation of this case revealed damage to the display assembly consistent with user-induced impact, with the nonoperational touchscreen attributable to a cracked screen and underlying fractures. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental dropping, which is consistent with use-related damage rather than a manufacturing defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.